Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the stylet was unable to be pulled out of the electrode was confirmed. As received, a complete lead with stuck stylet was returned in one piece for analysis. The connector pin with the crimp sleeve was found pulled out from the connector assembly, which stretched the inner coil and is consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region, which prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.